Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the hub of the lantern fell off after the physician performed a hand injection. The lantern was therefore removed, and the procedure was completed using a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the strain relief was unraveled by the penumbra investigator revealing the lantern was fractured inside the hub. Conclusions: evaluation of the returned lantern revealed that the catheter was fractured inside the hub. Penumbra handles the catheter multiple times post-hubbing, therefore, it is not likely this damage was done as a result of or prior to hubbing. It is possible that torqueing a syringe opposite an rhv tightened on the lantern catheter shaft may have resulted in the fracture observed on the returned lantern. The root cause of the reported failure could not be determined. Penumbra will continue to monitor post-market data for similar occurrences. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.